Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remotely verified remote smart service (rss) was online and reviewed logs with no data sync errors identified. A transient disconnect during the pyxis reset was suspected, with no active issues observed. Customer confirmed normal device operation with no issues, and no further investigation was required. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating and continued to show as disconnected from the network. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.